Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, an opening on the radius, a green mold inner and outer the shell. A leak test and microscopic analysis was performed which identified a crease smooth opening on the radius, a wear abrasion and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a opening crease smooth on radius assessed as fold flaw opening

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.